Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).

Event description:
It was reported by the company representative: "the patient had just been bathed and dried off. The hoist had been turned out of the bath 180 degrees and lowered down to a height to allow the patient to rest her feet flat on the floor. The patient was sat on the edge of the seat with the arm rest up and the brakes applied, and her feet were on the floor. The patient had leant forward with most of her weight on her feet, in order to sort out her catheter. She then sat/leant back in the seat, and at this moment the hoist moved side ways, allowing the patient to tumble to the floor."